Event description:
It was reported that the procedure was to treat the anastomosis with heavy calcification, moderate tortuosity and 80% stenosis. The 7x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured during the first inflation at 12 atmospheres. Another device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.